Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported controller software error. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the omnipod application became stuck in the initialization process at step 18, leading to the patient¿s blood glucose levels increasing to approximately 379 mg/dl after an unspecified duration of pod wear on the arm. The patient sought medical attention and was hospitalized for one day on (B)(6) 2026, with symptoms including shakiness, and was diagnosed with hyperglycemia. It was noted that blood glucose levels had reached 600 mg/dl upon hospital evaluation. Treatment during hospitalization included intravenous insulin and fluids. The patient was discharged the same day.